Event description:
Per report, after the transapical deployment of a sapien 26mm valve, the patient experienced hypotension and a hematoma was noted at the outer area of the sinus of valsalva (sov), next to the mitral valve. Two days later, an annular rupture occurred and the sapien valve was explanted. The patient was stable at the end of explant procedure. Additional information: the bicuspid aortic valve annulus measured 24.5mm by peri-op tee, but with small body size. With simultaneous contrast injection, 20mm bav was inflated with little dye flowing into the lv. The final decision made was to utilize a 26mm valve with 1cc less inflation volume. Post implantation, the blood pressure remained around 40-50mmhg and a hematoma at the outer area of the sov, next to the mitral valve, was detected by tee. Catecholamine was injected to recover the blood pressure, the patient recovered after 1 hour, and could walk around the next day. Nevertheless, 2 days post procedure, the annulus rupture occurred and a bentall procedure was performed with pcps (ECMO) supported.

Manufacturer narrative:
Investigation ongoing.

Manufacturer narrative:
The (B)(6) hospital reported that the patient expired on (B)(6) 2012. Per the device instructions for use (IFU), implantation of the bioprosthesis is contraindicated for patients with bicuspid aortic valve. According to the IFU and physician's training manuals, correct sizing of the bioprosthesis is essential to help prevent annular rupture. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. There are several patient and procedural factors that alone or in combination can cause or contribute to an annular rupture. Per the thv physician training curriculum, the presence in the aortic annulus of porcelain aorta, bulky calcium, uneven distribution of calcium and oversizing of the valve (with a difference annulus of more than 4mm with respect of the aortic annulus) may increase the risk of annulus rupture or root perforation. Additional information provided by the physician to the clinical specialist included the sinus of valsalva measured 28.03-36.6mm and the sinotubular junction (stj) measured 27.8 x 34.6mm. According to the physician, the cause of the annular rapture was due to valve over-sizing and because of bulky calcification causing a longitudinal crack from the sinus of valsalva through just below the annulus to the mitral valve. After the 26mm sapien valve was explanted, a bentall procedure was performed during which a 21mm valve was implanted. Post procedure, the patient's cardiac condition was improving; however, the patient's respiratory function was deteriorating due to procedural complications. It was reported that the patient expired on (B)(6) 2012, due to the removal of life-supporting system. Pre-procedural CT images were provided by the hospital through the edward's (B)(6) representative, from which it could be observed that the patient's ascending aorta was severely calcified. Fluoro and tee images of the procedure were not available for review. Without imaging, patient factors (annular diameter, valve calcification and stj calcification), and procedural factors (imaging intensifier angle, valve positioning prior to deployment, adequacy of pacing during deployment), cannot be confirmed/assessed. In this particular case, the cause of the annular rupture cannot be confirmed; however, it was reported that after explanting the 26mm sapien valve, a 21mm valve was implanted. According to the physician's opinion, the cause of the annular rapture was due to the valve over-sizing and because of bulky calcification. Furthermore, there was no report of device malfunction, and the deployment of the sapien valve in a bicuspid aortic valve is a noted contraindication. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.